Event description:
It was reported the procedure was to treat two vessels in the coronary arteries. Post percutaneous coronary intervention (pci) the bmw guide wire was advanced to treat a lesion in the distal left circumflex (lcx). Pre-dilation using a balloon was successful and then a drug eluting stent (des) was deployed in the distal lcx successfully. Upon retrieval the des balloon would not pull back which therefore caused the guide catheter to jump forward and dissect the left main (lm) artery. The bmw guide wire and balloon had to be removed together. After inspection the weld point on the bmw wire felt raised. A stent was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood/contrast on the guide wire and/or interaction with the anatomy/other device resulted in the reported difficult to remove; however this cannot be confirmed. Additionally, interaction/manipulation of the device and/or inadvertent mishandling possibly resulted in the reported product quality problem irregular texture/damage (weld point on the bmw wire felt raised) contributing to the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported patient effects of dissection is listed in the hi-torque guide wires for ptca, pta, and stents instructions for use as a potential adverse event associated with use of this device. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.